Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with lack of energy and shortness of breath prior to surgery. The patient's right ventricular lead was extracted because the physician felt the implant location was making the patient's tricuspid regurgitation worse. All parameters for the original right ventricular lead were good. A new right ventricular lead was eventually implanted successfully. The patient was stable before, during, and after the procedure.